Manufacturer narrative:
Correction: section d10 - the correct therapy dates should have been "(B)(6) 2025" rather than "(B)(6) 2025".

Event description:
New information received noted that the patient presented remotely via merlin.net. Review of transmission noted that the right atrial (ra) noise exhibited oversensing noise resulted in inappropriate mode switch. Programming changes on the sensitivity were made in clinic. The patient was in stable condition.

Event description:
It was reported that the patient¿s right atrial lead exhibited noise. No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.